Manufacturer narrative:
Report mw5059717 from the FDA through the medwatch to manufacturer program provided additional information and the appropriate sections and blocks were referenced and/or completed to capture the new information provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: three filter arms were detached, one in the in the retroperitoneum, one in the right pulmonary artery and one unable to be located in the patient which was presumed to have been excreted in stool.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is reportedly unknown. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an inspection could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for limb detachment. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications/possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Only use the recovery cone removal system to remove the recovery filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately thirteen years post vena cava filter deployment for trauma (prevention of dvt/pe), during a scheduled filter retrieval procedure, two filter limbs were allegedly discovered detached with one in the right pulmonary artery and the other extravascular next to the ureter. A snare successfully captured and retrieved the filter and one detached filter limb in the pulmonary artery. There was no attempt to retrieve the filter limb next to the ureter. The patient was said to be asymptomatic, without injury.

Manufacturer narrative:
The event was reported via medwatch report #mw5059717. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient was scheduled for inferior vena cava (ivc) filter placement for prevention of pulmonary embolism post motor vehicle accident. Access was gained via the right common femoral vein. A diagnostic inferior vena cavogram demonstrated normal appearance of the inferior vena cava. A recovery ivc filter was deployed just below the lowest renal vein. Post placement radiograph demonstrated good position. Patient tolerated the procedure well and without complications. Approximately twelve years three months post ivc filter deployment, patient was scheduled for ivc filter retrieval. Multiple spot images were performed which demonstrated an ivc filter with three detached limbs. One fractured limb was located extravascular in the retroperitoneum, one limb in the right lower lobe pulmonary artery. The remaining limb could not found and was presumed to have been excreted in the stool, given that the fractured limbs were missing from the vicinity of the ivc filter in immediate proximity to the duodenum. Access was gained via the right internal jugular. The ivc filter was dissected and removed successfully from the inferior vena cava wall using endobronchial forceps and a jaws of life technique. Next, via access of the right common femoral vein, using a white set and 5mm snare the ivc filter limb located in the right pulmonary lobe was captured and removed. The ivc filter limb located entirely extravascular was not accessible. Fluoroscopy of the entire abdomen, chest and head was performed and did not demonstrate any evidence of ivc limbs. The pulmonary arteriogram was normal with the exception of the intravascular ivc filter limb. After removal, pulmonary arteriogram was unremarkable. Gross description pathology results consisted of a 4.5 cm length by 3.0 cm diameter focally disrupted blue metallic medical device consistent of an ivc filter. Three intact arms were identified measuring 2.5 cm length and less than 0.1 cm in diameter and six intact legs measuring up to 4.1 cm in length and 0.1 cm in diameter. Also identified within the container was a potential fragmented arm measuring 2.5 cm in length and less than 0.1 cm in diameter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately twelve years three months post deployment, multiple spot images demonstrated an ivc filter with three detached limbs: one fractured limb was located extravascular in the retroperitoneum, one limb in the right lower lobe pulmonary artery, and one limb in an unknown location. The ivc filter was dissected and removed successfully from the inferior vena cava wall using endobronchial forceps and a jaws of life technique. Next, using a white set and 5mm snare the ivc filter limb located in the right pulmonary lobe was captured and removed. Therefore, the investigation is confirmed for limb detachment. Additionally, the investigation is confirmed for perforation of the ivc as one limb was found located extravascular in the retroperitoneum. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately thirteen years post inferior vena cava filter deployment for trauma (prevention of dvt/pe), during a scheduled filter retrieval procedure, two filter limbs were allegedly discovered detached with one in the right pulmonary artery and the other extravascular next to the ureter. A snare successfully captured and retrieved the filter and one detached filter limb in the pulmonary artery. There was no attempt to retrieve the filter limb next to the ureter. The patient was said to be asymptomatic, without injury. New information: three filter arms were detached, one in the in the retroperitoneum, one in the right pulmonary artery and one unable to be located in the patient which was presumed to have been excreted in stool. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and to prevent pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and have perforated into the organs. Furthermore, the patient allegedly experienced back pain and shooting pain in their lower back. The device and filter struts were removed percutaneously but there was one detached filter strut that was not found. The current status of the patient is unknown.